Manufacturer narrative:
Submitted images appear to display mas tip wear and associated instrument damage. Product analysis: visual and microscopic examination of the mas head identified a portion of the first thread on one side is broken off. The broken-off portion of the head is missing and not returned for analysis. The above observations are consistent with misalignment of the mas head and set screw during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as compression fracture. For which, patient underwent "1a1b" procedure. Intra-op, the screw thread was found burred. Spinal correction was performed and four set screws were tried to be inserted, but one of those set screws couldn¿t be inserted. The set screws were reinserted several times, but couldn¿t be inserted. So, after the devices were removed, the burred screw was removed and replaced with new one. The product came in contact with patient. No fragments of the burred screw remained inside the patient. No patient complications were reported.